Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported two weeks after initial implant, the patient experienced twitching and presented in clinic. Upon device interrogation, the lead exhibited a polarity switch due to low impedance. The lead was turned off. The patient presented on (B)(6) 2019 for lead revision procedure. During the procedure, the lead exhibited severe damage. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Final analysis found that the insulation was crushed at 23.3cm to 24.4cm from the connector pin. The damage sustained resulted from clavicular crush. The cause of the reported event was due to the clavicle crush forces.